Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. Body/shaft leakage was observed, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a mechanical thrombectomy, the physician was not able to push the aspiration catheter through a 90cm cerebase da guide sheath (gs9090sd, 30399245). Additional information received indicated that the physician was able to bring the cerebase (cb) to the targeted vessel (right ica), the user tracked cerebase with a 5f catheter. Last picture taken with cerebase was at 11:36. The physician tried to push sofia plus through cb after they took out the 5f catheter but have not been able to bring it further then 2 cm inside cb. They took a neuronmax then, the first picture with neuronmax was taken at 11:47. Intervention was completed successfully. There was no patient injury reported. After the intervention, the physician took the cerebase again and tried to push the dilator trough from proximal, but it did not work. They then tried to push the dilator trough the tip to see when they will not be able to push it further and the dilator stopped at the proximal part of the cerebase. The is no clear damage visible from the outside of cb. A non-sterile unit cerebase da guide sheath, 90cm was received inside of a pouch at cerenovus for evaluation. The device was visually inspected, and it was found that the ID band is out of position, no other damages or anomalies were observed along the device. A functional test was performed on cerebase da guide sheath, 90cm, a dilator was tried to be inserted to the cerebase device, however it was stuck at the ID band section. Then, the device was flushed in the attempt to find any leak. A leak was observed below the ID band. During the failure analysis, a dissection was performed at the ID band section, the ID band was removed to verify if the braided mesh was in good conditions, the braided mesh was found with a damage condition. This condition contributed to the ID band being out of position and the leakage detected during the functional test. An internal corrective and preventive action (CAPA) has been opened to further investigate the hub/shaft leakage. A manufacturing record evaluation (mre) was performed for the finished device 30399245 number, and no non-conformances related to the reported complaint condition were identified. Cerenovus conducted a visual inspection and functional testing on the returned device. The visual analysis of the returned cerebase da guide sheath, 90cm revealed that the ID band is out of position, this condition is related with the customer experience at the procedure time and may be related to the usage of the device however it cannot be conclusively determined at this moment. A functional test was performed on cerebase da guide sheath, 90cm, a dilator was tried to be inserted into the cerebase device, however, it was stuck at the ID band section, then the device was flushed to find any leak. A leak was observed below the ID band. A dissection was performed at the ID band section, the ID band was removed to verify if the braided mesh was in good conditions, the braided mesh was found with a damage condition, this condition contributed to the ID band being out of position and the leakage detected during the functional test. Based on the findings during the analysis, the customer complaint was confirmed. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. It should be noted that product failure is multifactorial. The instructions for use (IFU) do contain the following precautions: carefully inspect all devices prior to use. Verify size, length, and condition are suitable for the specific procedure. Do not use a cerebase da guide sheath, dilator, or hemostasis valve that has been damaged in any way; replace with another guide sheath, dilator, or hemostasis valve. A damaged device may cause complications. Exercise care in handling the cerebase da guide sheath to reduce the chance of accidental damage. If re-access to the vasculatures with the same device is desired, flush and clean the inner lumen of the device by infusion. Inspect the device for any damage. Caution: do not use the device if any damage or irregularities are observed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective and preventive action (CAPA) has been opened to further investigate the hub/shaft leakage.

Event description:
As reported by the field, during a mechanical thrombectomy, the physician was not able to push the aspiration catheter through a 90cm cerebase da guide sheath (gs9090sd, 30399245). Additional information received indicated that the physician was able to bring the cerebase (cb) to the targeted vessel (right ica), the user tracked cerebase with a 5f catheter. Last picture taken with cerebase was at 11:36. The physician tried to push sofia plus through cb after they took out the 5f catheter but have not been able to bring it further then 2 cm inside cb. They took a neuronmax then, the first picture with neuronmax was taken at 11:47. Intervention was completed successfully. There was no patient injury reported. After the intervention, the physician took the cerebase again and tried to push the dilator trough from proximal, but it did not work. They then tried to push the dilator trough the tip to see when they will not be able to push it further and the dilator stopped at the proximal part of the cerebase. The is no clear damage visible from the outside of cb. Based on the analysis of the device received, body/shaft leakage was observed.